Event description:
The customer reported that while the ortho provue analyzer was attempting to aspirate reagents during qc testing, the probe leaked fluid. Reagent contamination occurred. The customer aborted qc testing and no patient testing was performed. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer contacted the customer. The customer indicated they discovered that the hose connection to the waste bottle was not connected properly resulting in the leakage. The proper connection to the waste bottle has returned the analyzer to expected operation. The customer has not logged any similar complaints against this instrument since this incident. (B) (4)